Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Non-applicator tampons, for menstruation (lot number 2291m3471, expiration date unspecified). After an unspecified duration, while removing the string detached. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. This initial submission had failed at acknowledgment # 3 on (B)(4) 2012 and is being re-submitted on (B)(4) 2012.